Event description:
During service by a baxter service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection and functional testing identified a damaged power cord. In order to address this condition, the power cord was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.